Manufacturer narrative:
Of the 2 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a scratched display lens, and moisture in the pump. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 2</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a display damaged with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-34 years of age and between 0 and 0 pounds. Of the reported patients, 1 was male, 1 was female, and 0 were unknown.